Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported through a social media post that a spinal cord stimulation (scs) patient passed away due to an unknown reason and the patient had a wire coming out his skin with tape around it.